Manufacturer narrative:
Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test. No unexpected insulin flow blocked alarm/no under delivery anomaly noted during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. Blood glucose level at the time of the incident was 389 mg/dl to 450 mg/dl. The customer's today's blood glucose level was 299 mg/dl. The customer was assisted with troubleshooting. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The device will be returned for analysis.